Event description:
Reporter states, "the poly insert would not engage the tibial baseplate and lock in. A new insert was used and locked in immediately. "There was no adverse consequence to the pt due to this event.

Manufacturer narrative:
Summary of evaluation: the evaluation results suggest that this event is not device related but rather is associated with intra-operative procedures. A DHR review for this lot of inserts found no discrepancies during manufacture.